Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One used sample without packaging and three photographs were provided for investigation. Upon evaluation of the sample, it was compared to the blueprint drawing of the reported catalog number. After decontamination, a piece of plastic was observed inside the caresite. The photographs were reviewed, and the tip of the connector was noted to be broken off into a caresite. The reported issue was not confirmed. An exact root cause cannot be determined. The most probable root cause is that the defect originated from excessive force being placed on the connector during use. Per the manufacturer, clinical staff should use caution when handling connectors. In particular, when attaching/detaching additional devices to the connectors, users should avoid using excessive force, and refrain from overtightening the caresite and female connectors. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: brief factual description: the patient needed IV zofran; when disconnecting the patients IV from the fluids a piece of IV tubing broke off in the pigtail causing blood to leak from the IV. The entire pigtail needed replaced along with the IV tubing for the continuous fluids. Product ref # and batch # uncertain, but the report mentions caresite small bore extension set. No injury reported.